Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-45, lot# n291425, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported: the patient stopped feeling the stimulation sensation on the left side starting a week prior to report. Stimulation was fine until the reported event. There was no known accident or incident related to the symptoms. Approximately two weeks later it was reported that the patient received assistance from her physician or a manufacturer's representative and her concerns were resolved. She had an appointment on (B)(6) 2012.